Event description:
It was reported that the patient passed away due to multi organ failure.

Manufacturer narrative:
A3: patient gender could not be provided. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The customer communicated that no additional information will be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists various types of organ failures and dysfunctions (hepatic dysfunction, respiratory failure, renal failure, and right heart failure) and death as adverse events which may be associated with the use of heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.